Event description:
It was reported that a user and caregiver were unable to remove the connector from the ilet infusion set during a supply change, requiring guidance on using pliers for leverage and a full walkthrough of the supply change, including reconnecting the correct tubing and confirming priming after an initial attempt with no insulin in the cartridge. Symptoms included no clinical symptoms. Outcomes included no impact to the user¿s health and successful completion of the supply change with education on routine meal portions. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user handling issues during connector removal and an initial priming error due to an empty cartridge and misidentified tubing. It was concluded that the device functioned as designed and the event was attributable to user handling.